Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study and a manufacturer representative regarding a patient receiving remodulin via an implantable infusion pump. It was reported the patient was seen for the first refill post device change out and at that visit it was noticed that the pump area was noticeably more swollen. An ultrasound of the abdomen was performed and the patient had fluid collection surrounding the abdominal pump. It was noted "seroma vs hematoma". The plan was to tap the area and drain. The event date was (B)(6) 2018. Additional information received from healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the diagnosis was post-operative fluid collection. The event was consider to be related to the system modification procedure. Blood tests were performed and were all normal for the patient. On (B)(6) 2018 an abdomen ultrasound was performed where fluid collection surrounding the abdominal pump seroma versus hematoma measuring 9.1x9.2x4.2cm was noted. On (B)(6) 2018 the ultrasound noted the fluid collection decreased in size measuring 7.9x6.7x3.7cm. Ultrasound guided aspiration was done on (B)(6) 2018. The ultrasound guided aspiration was noted to be a surgical/invasive procedure. The patient was advised on (B)(6) 2018 to continue wearing an abdominal binder. The outcome of the event was unresolved, further actions or treatment planned. The patient's baseline weight was 62kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the diagnosis was updated to seroma. On (B)(6) 2018 an ultrasound of the abdomen (limited) was performed. It was found there was continued interval decrease in size of complex fluid collection and soft tissue overlying the right lower quadrant infusion pump with minimal residual fluid for aspiration. It was noted that the outcome of the event resolved on (B)(6) 2018. No further complications were reported.